Event description:
Customer reports system will not boot up. Error message a/d channel 3 failure displayed on c-arm.

Manufacturer narrative:
Gehc surgery service personnel removed and replaced xray regulator. System is ok to use.